Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rlt281416: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. The gore® excluder® trunk-ipsilateral leg component rlt281416 remains implanted into the patient. Therefore, an engineering evaluation of the device could not be performed. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. During initial deployment of an rlt281416 gore® excluder® trunk-ipsilateral leg component, the contralateral gate partially opened approximately 2 millimeters and cannulation difficulties were reported. Subsequently, it was attempted to widen the gate by using a terumo guidewire and after about 15 minutes, the physician successfully had resolved the issue. The reason for the incomplete deployment was unknown and no anatomical particulars were reported to have hindered deployment. After the gate had been opened, the procedure concluded as planned.

Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rlt281416: (B)(4).